Event description:
It was reported that at a follow-up appointment, this device was found to be in safety mode. It was hypothesized that the device battery was depleting prematurely. The physician subsequently surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and it was confirmed to be operating in safety mode. It was also noted that the device sensed in the atrial chamber a portion of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that at a follow-up appointment, this device was found to be in safety mode. It was hypothesized that the device battery was depleting prematurely. The physician subsequently surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.